Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-10314. Related manufacturer reference number: 1627487-2019-10315. It was reported that the patient was experiencing ineffective therapy and high impedances. Allegedly, the patient's leads were fractured. As a result, the patient's drg system was revised wherein the 2 leads at l4 and the ins were explanted and replaced. Therapy was restored following the procedure.